Manufacturer narrative:
Additional information: patient weight.

Event description:
Additional information received indicates that the elective replacement indicator message was cleared through wireless software update.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. H7 - remedial action type was inadvertently excluded in the initial report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. The device is providing therapy.